Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
Manufacturer was advised that this line has been repaired multiple times; always breaking at the hub/catheter junction (1820334-2012-00562). During repair it was noticed that the hub was rotating within the catheter lumen. The rn opted not to replace as it was critical that the patient be on continuous meds. Careful instruction was provided to patient as to the care, a line change is scheduled and the cook catheter will be replaced by another manufacturer¿s line. (1820334-2012-00563). (B)(6) 2012 ¿ confirmation received from the district manager that this device (1820334-2012-00563) was the first to be placed and then was replaced with another manufacturer¿s device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.